Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported clip opening while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted, and the leaflets were successfully grasped. However, while attempting to deploy, the clip opened while establishing final arm angle (efaa). This occurred four separate times; therefore, the clip was removed and replaced. Two additional clips were implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.